Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein, the precision ipg was replaced with ipg wavewriter. The patient was doing well postoperatively and the explanted ipg will not be returned.